Event description:
It has been reported that during a training session, the straps tore through the corrugated material of the paraslyde while pulling a (B)(6) employee. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Strap.